Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed which revealed a crack at the luer. The reported condition was verified. The cause of the condition was supplier related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of a continu-flo solution set snapped off from the luer lock connector. The set was connected to an intravenous antibiotics (ivab) bag connected to an intravenous catheter (ivc) at the patient's limb with a luer lock connector. This issue occurred during administration of unspecified medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.